Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The wife reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 580 mg/dl at the time of admission. The wife reported the customer was not feeling well and vomiting from their high blood glucose. The customer was treated with a manual injection and was taken to the hospital. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was treated with an insulin drip and an IV of fluids. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.